Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic intraperitoneal onlay mesh repair, at the time of mesh fixation, the tacks fell into the cavity of the patient. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic intraperitoneal onlay mesh repair, at the time of mesh fixation, the tacks fell into the cavity of the patient. The fallen tacks were retrieved with a grasper. Another device was used to complete the case. There was no patient injury.